Event description:
A patient reported blood glucose results of 363 mg/dl with a lifescan meter and 292 mg/dl on a laboratory device, performed with 10 minutes of each other. Between the tests ther was no intervention that would be expected to change the blood glucose.